Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical no external power alarms was not confirmed. The reported event of damage to the strain reliefs on the system controller power cables was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that the strain reliefs on the connector side of both the white and black power leads were broken. The returned system controller functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Log files were submitted and downloaded for review and data from the event date of (B)(6) 2025 was reviewed. The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue while the driveline was connected. Additional information provided communicated that the atypical alarms resolved after exchanging the system controller. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage advisory, low voltage hazard, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27nov2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that exchanging the system controller resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical no external power alarms was not confirmed. The reported event of damage to the strain reliefs on the system controller power cables was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed that the strain reliefs on the connector side of both the white and black power leads were broken. The returned system controller functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Log files were submitted and downloaded for review and data from the event date of 15feb2025 was reviewed. The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage advisory, low voltage hazard, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 3 ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had 4 no power alarms. There were 3 on (B)(6) 2025 and another one occurred on (B)(6) 2025 around 12:30. Battery clips were cleaned and changed, as well as batteries. No damage was noted on modular cable. Log files captured persistent pulsatility index (pi) events throughout the log shortening the data capture to just a couple hours. The alarms were unable reproduced, however bend reliefs on system controller was noted to be broken. The system controller was exchanged due to the damage. The patient had already marked their batteries and clips and tried different sets, yet they still alarmed.